Event description:
It was reported that while in the cath lab, the md prepped the iab per instruction. Md then began to insert the iab via the femoral artery. The iab appeared to "clear the sheath" however, as the md attempted to advance the iab he met resistance. The technician reported that the iab "appeared to bounce back on itself each time the md attempted to advance it further into place." As a result, the md removed the iab with the sheath as one unit. The iab was replaced with an 9fr sheath in the same insertion site, and md was able to place a different iab without incident.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.